Event description:
On june 17, 2022, caire received a report of the below incident from mobility plus: the customer noticed there was dust in the tubing when tested by a tech. No injury was reported at this time.

Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. Caire is attempting to have the unit returned for an investigation. If any new information is discovered, a follow-up report will be submitted.